Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving fentanyl (4500 mcg/ml at 1800 mcg/day) and prialt (2.5 mcg/ml at 1 mcg/day) via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the patient had lost lots of weight and they needed to do a pump pocket revision due to the tissue changes in the existing pocket. The pump was moving in the pocket. The hcp reported that the amount of weight the patient lost was "lots." The patient's weight and the exact amount of weight that the patient had lost were asked but not known. It was also noted that the catheter was cleared and confirmed to be patent. No patient symptoms were reported. No further complications were reported.